Event description:
It was reported that (1) tct75 and (2)trt75 were used during a thoracotomy procedure. It was reported by the rep that the first firing from the tct75 instrument worked well, the next instrument was reloaded and would only fire halfway. The rep reported that he checked the next reload and observed orange swing tab had been activated to the open position somehow before being loaded into instrument. It was noted by the rep that bovine pericardial strips (peri strips) were used during procedure. It is unknown how the case was completed. There was no consequence to pt.